Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument was not working, not recognizing. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found no trouble when instrument was placed on an in-house system. Instrument passed the engagement and recognition test. Failure analysis investigation also found that both, pitch up and the pitch down cables were frayed at the distal clevis hub. The frayed strands were sticking out at the instrument wrist. Also, one grip was bent, causing side to side misalignment of grips. There was a .021 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, likely cause of bending remains overloading at the tip. The instrument passed the electrical continuity test. It was concluded that the bending may have been due to mishandling. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were .181 - .136 in length and not axially aligned with the tube axis. No other damage was found.